Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a seizure. Customer received unspecified treatment by a healthcare professional and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader powered on with button press, a blank screen was not observed therefore, the issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all test prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.